Event description:
Two solar 9500 devices lost communication with the tram (input interface device) during the start-up phase. This necessitated placing a different solar-tram monitoring system into service. Evaluation and testing of the devices by the local service provider did not identify a problem. The devices were put back into service by the end user. Investigation into the cause of this problem is underway, but a definitive cause has yet to be determined.